Event description:
It was identified during a periodic review of the programming history database that a system diagnostic showed high impedance. The patient's device was then disabled. The software version used was confirmed to be (B)(4). It was determined that the cause of this false high impedance message was a software error on m3000 (B)(4) software; when system diagnostics were performed by the user with m3000 (B)(4) software on m102/102r generators (normal mode output current ma), normal mode diagnostics would actually be performed instead. The execution of normal diagnostics instead of system diagnostics is not apparent to the user, and the returned dcdc code was being compared against system diagnostic thresholds. No additional relevant information has been received to date.